Event description:
It was reported that during use of the bd micro-fine¿+ pen needle broke and the broken needle remained in the body. Patient underwent surgery in which the broken needle was removed. The following information was provided by the initial reporter: this is a report about a broken needle pe. The user's verbatim report is as follows: when the needle pe was pulled out after injection, the needle pe was broken and the broken needle remained in the body. I then underwent surgery in which the broken needle was removed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Medical device expiration date: unknown. Device manufacture date: unknown.